Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a skin reaction with rash, redness, fever and infection, extended beyond the patch perimeter. On (B)(6) 2025, the patient was brought to the hospital and the reaction was treated with a prescription of an unspecified oral antibiotic to be taken for 5 days. The patient recovered after treatment. At the time of the report, the patient was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.